Event description:
It was reported that a break in aseptic technique had occurred which was further described as attendant doing continuous ambulatory peritoneal dialysis (capd) without proper training and patient made mistake. The patient experienced peritonitis three days later the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with injection cefazolin (1gm, once daily) and injection ceftazidime (1gm, once daily), routes not reported, for peritonitis. The break in aseptic technique had attributed to the cause of peritonitis. The peritonitis is resolving.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.